Event description:
It was reported, during a refill interrogation, the pt's intrathecal drug delivery pump recorded several motor stalls beginning in 2008. The stalls were confirmed in the event logs. The event logs showed many stalls with recovery messages within approx one half hour of the recorded stall. The pt had not had an MRI or any other procedure around a magnetic field. No rotor study or dye study were performed. Due to the excessive number of repeated stalls and recoveries, the decision was made to explant the pump. The drug used in the pump was dilaudid 80 mg/ml at a dose of 36.977 mg/day and clonidine 500 mcg/ml at a dose of 231.11 mcg/day. There was no reported symptoms for the pt. The pump was explanted and returned to the MFR for analysis. The pt recovered without sequela.